Manufacturer narrative:
Additional information: h6, h11: h11: the device was not received or evaluated on site; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported leakage. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.